Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The blood glucose was 472mg/dl, customer took almost 7 units of insulin and it is up to 528mg/dl, and then took 8 more units. Customer treated with bolus. Customer declined to perform high pressure test. The customer was advised to change the entire set, tubing and insulin to bring it down.